Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was pneumonia and aspiration. The customer had constant high and low blood glucose events. The caller stated that no one knew how to operate the insulin pump and the customer did not know that the basal settings were important. The caller stated that the customer's regular doctor did not know how to set the basal rates; the doctor at the hospital corrected the basal rates. The customer had kidney failure and started dialysis in the last six weeks prior to passing, had heart disease and had a stroke. The caller did not know the customer's blood glucose at the time of passing. The caller stated that the customer's blood glucose was all over the place during the last six weeks. The customer was not wearing the insulin pump at the time of death; it was disconnected the morning of the customer's passing, as the he decided that he wanted to pass that day. The caller no longer has the customer's insulin pump.